Event description:
Humeral component notched scapula, the rim of humeral started cutting screw. Polywear and metallosis present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.